Manufacturer narrative:
Patient information was unavailable from the site. Device manufacture date is unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a case the s8 could not communicate with the o arm. The site tried rebooting both systems while the network cable was disconnected with no change. The site tried to ping the s8 from the o arm and was unable to. There was less than an hour delay to the procedure. There was no reported impact on patient outcome.